Manufacturer narrative:
This reported event and any subsequent repairs have been investigated through the normal tsc troubleshooting process.a device service history cannot be performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Customer (B)(6) called in for help on 8015 unit give error cod e132-3000 when power on the error is the tamper switch is stuck. Had customer to punch on the tamper switch move it around its stuck once done power unit back on no problem at this time but did let customer know if it continue get stuck it will have to bne replace customer thank me for my help. (B)(4).

Event description:
Case ID: (B)(4). Case status: open. Summary: error code 132-3000. Case notes: problem description (B)(6) 2018 12:41:41 (B)(6). Tsc notes (B)(4) 2018 08:58:16 (B)(6). Customer (B)(6) called in for help on 8015 unit give error cod e132-3000 when power on the errror is the tamper switch is stuck had customer to puch on the tamper switch move it around its stuck once done power unit back on no problem at this time but did let customer know if it continue get stuck it will have to bne replace customer thank me for my help ir # (B)(4).